Manufacturer narrative:
(B)(4).

Event description:
The device was in a power-on-reset condition and displayed a "call your doctor" icon. No other details were provided. Further info is being requested at this time.